Event description:
(B)(4). Horrific cramps and back pain. Heavy periods. Stuck on sofa bc it hurt so badly, even just to walk around home. Would have to miss school or work because of the pain. Periods every 24 days. Since I began essure my vit d levels have bottomed out, even with supplements. Extremely moody and angry during period and ovulation time. Cramps and back aches during ovulation also since getting essure- ongoing back pain requiring visit to pain dr to get pain meds and shots.